Manufacturer narrative:
(B)(4). The abbott prism channel stepper controller board, list number 06a36-26, serial number (s/n) (B)(4). That failed was returned from the customer site. Abbott prism systems integration engineers performed a visual inspection of the returned prism channel stepper controller board. The inspection showed that a capacitor (c31) had failed. Evaluation of the capacitor determined it was the correct type and in the correct orientation. The abbott prism operations manual provides information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A malfunction was identified as the abbott prism channel stepper controller board failed with evidence of a burn mark, and subsequent part replacement resolved the issue, which reasonably suggests the part did not perform per specification; however, there is no evidence to suggest a product deficiency. No additional product issues were identified.

Event description:
The customer reports seeing a burn mark on a channel stepper controller board of a prism analyzer. The burn mark is in the vicinity of a failed capacitor (c31). There were no injuries or damage to the surrounding laboratory environment due to this issue. There was no impact to patient management reported.